Event description:
Int'l affiliate reports that programmable valve was removed from pt. As the surgeon tried to reposition the valve; the small disc from the back of the reservoir fell off. A complete new system had to be put in.